Manufacturer narrative:
Based on the claim against the product by the customer noting, physical damage. An investigation was completed to determine the cause of this reported event. The tip-up fenestrated grasper instrument has been returned, and evaluated by the failure analysis team. The complaint was confirmed by failure analysis. The instrument was found to have a broken grip at the midpoint of grip on the surface of one of the grip tips. Pieces measuring approximately 0.183" x 0.068", 0.150" x 0.064", and 0.087" x 0.024" were found to be missing. The broken pieces were not returned with the instrument.

Event description:
It was reported, that prior to the start of a da vinci-assisted surgical procedure. The tip up fenestrated grasper instrument was broken. The user completed the planned procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.